Event description:
It was reported that the pump had ¿shut down¿. The patient stated that she had the pump for three weeks and was out of town. The patient had to go to the hospital and magnetic resonance imaging (MRI) was performed. The hospital called the patient and ¿as far as they understood the machine shut down¿. The patient stated they had to run ¿a lot¿ of tests and a couple mris; however, the patient stated that the tests and mris were not device related and ¿it had to do with my illness¿. Regarding the pump, the patient stated ¿it doesn¿t feel like it¿s working¿. The patient stated that she had been in the hospital for a week and also stated that she had been home since the night prior to the report; however, the patient also stated that she was not yet home. The patient attempted to contact her healthcare provider (hcp) but was unsuccessful. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).